Manufacturer narrative:
Company representative evaluated the unit. Corrections included upgrading software. Panorama central station software was configured and tested to factory specifications.

Event description:
Customer reported an issue with panorama central station, which may have affected spo2 telemetry monitoring. No patient injury was reported.